Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two controllers were returned for evaluation. No allegations were reported against second controller. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of one controller revealed that the controller passed functional testing. Visual inspection of one controller revealed contamination within the pump connector. Visual inspection of second controller revealed contamination within both power ports, the serial port, and the pump connector. Additionally, it was observed that the serial port data cap was missing. Visual inspection of second controller also revealed scratches on the controller's liquid crystal display (lcd) on the front panel window. Furthermore, visual inspection of second controller revealed a broken pin within power port one. These are additional findings not related to the reported event. The most likely root cause of the observed contamination, observed missing serial port data cap, and observed scratches on the display can be attributed to handling of the devices. The most likely root cause of the observed broken pin event can be attributed to a misalignment between the power port and the power source output connector. CAPA pr(B)(4)was opened to investigate bent/damaged pins with controller 2.0. Functional testing of second controller revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller. Additionally, the controller alarmed a controller fault alarm after running a test fixture for about 30 minutes, indicating an internal battery issue. Internal inspection revealed that the internal nimh battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that second controller was the patient's primary controller, initially in use at the time of the event. Log file analysis pertaining to one controller did not reveal any controller fault alarms were logged within the analyzed period. Additionally, log file analysis revealed multiple vad disconnect alarms were logged on 07-apr-2021 since 16:55:35. Review of the data log file revealed that the controller was not in use prior to vad disconnect alarms; the first data point logged on 07-apr-2021 was recorded at 16:56:03, indicating that the vad disconnect alarms occurred during a controller exchange. Log file analysis pertaining to second controller revealed a controller fault alarm logged on 07-apr-2021 at 14:35:02, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Furthermore, log file analysis pertaining to second controller revealed multiple vad disconnect alarms were logged 07-apr-2021 starting at 16:29:11, likely due to troubleshooting of the controller and/or the reported controller exchange. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr(B)(4) was opened to investigate internal battery issues with controller 2.0. Additional product: d1: heartware ventricular assist system ¿ controller2.0 d4: model #: 1420-controller / catalog #: 1420-controller / expiration date: 13-oct-2018 / serial #: (B)(6) UDI #: (B)(4) d10: yes, return date: 05-may-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 13-oct-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002, g04035, g0201402, g0403401, g04020 h6: FDA device code(s): a07 h6: FDA method code(s): b15, b01, h6: FDA results code(s): c070603, c0706, c07, c15, c020701, c19 h6: FDA conclusion code(s): d01, d11, d02, d1105 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implant date: (B)(6) 2017, 6935m55 lead, implant date: (B)(6) 2017, 5076-45 lead, implant date: (B)(6) 2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient controller exhibited a controller fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.